Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker. The insulin pump had no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected number ramping anomaly was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.

Event description:
It is reported that the customer had high blood glucose levels of 190 mg/dl. The customer reported receiving fluctuating information from the display of the insulin pump. The customer further reported receiving a button error alarm along with a dark circle on the display from the insulin pump while attempting to do a bolus. The customer also reported removing and loosening the battery cap on the insulin pump but the error remained. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.